Manufacturer narrative:
Customer follow up on (B)(6) 2018: reportedly, the customer continued to experience the battery charging issue on intermittent occasions. The customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge remained static despite being plugged into a power source for an extended period of time and displaying the icon indicating that the battery was successfully charging. The customer's blood glucose (bg) level was 83 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.